Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on (B)(6), 2018: during a radio frequency ablation procedure, the generator didn't work and showed op on the display when the probe was placed into the target zone. The treating physician retracted the array of electrodes and withdrew the device. Once the probe had been withdrawn it was noted 2 of the tines had detached and dropped into the body of the probe. The patient was not impacted due to this event. The reported defective device has been returned to the manufacturer for evaluation.